Manufacturer narrative:
A search for non-conformances associated with this part / lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Investigation conclusion: the investigation found the returned microcatheter kinked at 4.5cm from the distal tip; however, this would not have contributed to resistance at the hub. A video was provided showing the pusher of the fred being unable to advance fully into the hub of the microcatheter, which is consistent with the alleged product issue. Further investigation found incomplete flaring, ptfe damage/delamination, and an exposed coil protruding into the lumen at the hub transition, which would have caused the resistance described in the reported event. The physical evaluation of the device could not identify the conditions or circumstances that led to the kink, but the damage is consistent with the device experiencing forces exceeding its yield strength. The physical evaluation of the device could not identify the conditions or circumstances that led to the exposed coil and flaring issue, but these conditions are consistent with a deviation in the manufacturing process and will be addressed per the quality system process. A CAPA has been initiated. The ptfe damage/delamination is consistent with attempting to advance another device into the microcatheter with incomplete flaring.

Event description:
It was initially reported that during the in-house simulated testing of stents at the manufacturing site, we had issues with headway 27 catheter. The pusher marker band area of the stent could not go through the catheter hub inner lumen. The inner lumen of the second catheter was verified using a pin gauge and confirmed the diameter is 0.026¿ (tight fit) with a 0.025¿ catheter moving freely. The proximal ID needs to allow for a pin gauge of 0.0280-0.0283¿ to go through. When the device was received and analyzed, the microcatheter exhibited an exposed coil protruding into the lumen at the hub transition.